Manufacturer narrative:
Submit date: 03/08/2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that the pump set tubing snapped off at the point of purple plastic pump set end that is inserted into the patient's g-tube.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Five samples were received for evaluation; three samples were unused and two samples were used. Each sample was connected to a g-tube and there were no detachments observed. The reported issue could not be confirmed. Because the reported issue could not be confirmed, a definitive root cause could not be determined. A corrective action is not applicable at this time. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that the pump set tubing snapped off at the point of purple plastic pump set end that is inserted into the patient's g-tube.